Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: rupture and the presence of fluid around the prosthesis. Continued e1: (B)(6).

Event description:
Healthcare professional reported during clinical examination the patient complained of breast discomfort, intra- and extracapsular rupture and the presence of fluid around the prosthesis. Imaging confirmed events. This relates to the left side. Device remains implanted.